Event description:
It was reported to boston scientific corporation that following implantation of an uphold vaginal support system, the patient presented with an exposure in the vagina during a follow-up appointment (specifics unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.